Event description:
It was reported that the device reached recommended replacement time (rrt) in less than four years and experienced unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion. Concomitant medical products: product ID: 1688tc, competitor implantable pacing lead, implanted: (B)(6) 2010. Product ID: 1156t, competitor implantable pacing lead, implanted: (B)(6) 2010. (B)(4).